Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified superficial femoral artery. A command guide wire was being used with a non-abbott recanalization catheter when under fluoroscopy there was either polymer coating, hydrophilic coating or something from the non-abbott catheter coming off the devices. There was resistance when attempting to remove the catheter, so the two devices were removed as a single unit and the procedure was completed at this time. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned. The reported peeled polymer was confirmed although difficult to remove could not be replicated in a testing environment due to the condition of the returned device. Based on the visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design, or labeling. (B)(4).